Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil is partially in the tube and imbeded in th uterus wall'), device expulsion ('one coil is partially in the tube and imbeded in th uterus wall'), menorrhagia ('heavy periods') and pelvic pain ('right side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain/painful"), abdominal pain lower ("bad cramps"), genital haemorrhage ("heavy bleeding") and gingival recession ("receding gums") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (dilation and curettage and hysterectomy planned in february) and fibroid removed. At the time of the report, the embedded device, device expulsion, pelvic pain, uterine leiomyoma, abdominal pain lower, genital haemorrhage and gingival recession outcome was unknown and the menorrhagia and pain had not resolved. The reporter considered abdominal pain lower, device expulsion, embedded device, genital haemorrhage, gingival recession, menorrhagia, pain, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff states that she intends to re-initiate the procedure to get essure removed. Concerning the injuries reported in this case, the following ones were reported via social media- uterine fibroid,device expulsion, embedded device, gingival recession. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event receding gums added. Reporter added. Fu 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil is partially in the tube and imbedded in th uterus wall'), device expulsion ('one coil is partially in the tube and imbedded in th uterus wall'), menorrhagia ('heavy periods') and pelvic pain ('right side pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain ("pain/painful"), abdominal pain lower ("bad cramps") and genital haemorrhage ("heavy bleeding") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with surgery (dilation and curettage and hysterectomy planned in february) and fibroid removed. It was unknown whether any action was taken with essure. At the time of the report, the embedded device, device expulsion, pelvic pain, uterine leiomyoma, abdominal pain lower and genital haemorrhage outcome was unknown and the menorrhagia and pain had not resolved. The reporter considered abdominal pain lower, device expulsion, embedded device, genital haemorrhage, menorrhagia, pain, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff states that she intends to re-initiate the procedure to get essure removed. Concerning the injuries reported in this case, the following ones were reported via social media- uterine fibroid, device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events fibroid, pain and heavy periods were added. On 23-mar-2020: social media received- new event one coil is partially in the tube and imbedded in the uterus wall, device expulsion were added. New reporter were added on 23-mar-2020: social media received. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.